Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's screen was scratched and difficult to read. The insulin pump sounds like it is grinding while priming. The act and up arrow buttons were sticky. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked lcd window and cracked case at the display window corner. Device received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify backlight anomaly, prime or fill anomaly, unexpected low battery alarm, reset alarm, grinding noise and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.